Event description:
Patient was admitted with intracerebral hemorrhage. Patient was intubated in the emergency department with a #8 ett taped at 22.5 ll. Ten days later, patient had audible ett cuff leak and increased respiratory distress. Due to persistent ett cuff leak, it was decided to change ett.